Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that med application issue was observed. The technical support specialist (tss) confirmed that field service engineer (fse) reimaged the device, which resolved the issue. Tss verified with the customer that the system is now functioning properly. The system functioned as intended after field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on data upgrade in progress after remote upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.